Event description:
It was reported that the screen on the insulin pump is not working properly. Customer stated that only one third of the screen is visible. Customer also reported a black mark on the screen even when the insulin pump has no power. Customer's current blood glucose reading is 112 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass, a cracked case at the display window corners, cracked reservoir tube , cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.